Event description:
The customer reported that during an acl knee arthroscopy procedure on (B)(6) 2013 "the geneses matryx interference screw cracked/broke into two pieces." While removing the broken pieces of the screw, the surgeon found 'part of the hyperflex guide wire had broken approximately 2cm' in the back of the knee. The broken guide wire along with pieces of the broken screw were removed. The procedure was completed with the use of an alternate device and back-up screw. As reported, other than the 30 minutes delay to remove the broken screw and guide wire, there was no patient injury and no report of any other complications.

Manufacturer narrative:
Evaluation findings: conmed linvatec received a broken piece of the guide wire along with the two pieces of the interference screw for evaluation. Visual examination of the broken screw found the screw had split in two pieces. The design engineer evaluated the devices and believed that the guide wire was bent in the bone tunnel and the screw was inserted towards guide wire and this caused the screw to split in two pieces. A 2-year review of the complaint records, shows of the lot containing 300 units, there were no similar complaints received for this item #238025m5 and lot #s0005539 combination and no serious injuries or death related to the reported of "screw breakage". A review of the DHR shows this lot was manufactured according to product specifications. Visual inspection of the guide wire piece confirmed the reported breakage and found the broken piece was approximately 1 inch long. The rest of the guide wire was not returned. Follow-up with the user facility revealed that the hospital had used and re-sterilized this single use guide wire several times. (B)(4). In this instance, it is believed that the most probable cause of the reported incident was related to the use of a reprocessed single-use device. This failure mode is addressed in risk documentation, and all known breakages found during complaint investigation were due to user error and/or questionable handling. The guide wires are single use and sold non-sterile, and must be sterilized before use. The guide wires are intended to be used to assist the surgeon in the placement of a cannulated interference screw into a bone tunnel. This guide wire is made of nitinol. This material is routinely used in the manufacture of medical instruments and has a long history of safe and effective clinical use. Nitinol is a widely used material for vascular stents (implantable), valve patches, and orthodontic devices. A 2-year review of the device complaint history records found there were only 2 other complaints received with the same failure mode. A letter of education regarding this type of breakage along with the evaluation results will be forwarded to the customer.